Manufacturer narrative:
Based on the current information provided, the cause of the intra-operative complication cannot be determined. There is no report or allegation from the customer of a deficiency of the da vinci system, instrumentation or accessories associated with the reported incident. Therefore, there are no products expected for return to intuitive surgical, inc. (Isi) for failure analysis evaluation. The surgeon believes the cause of the intra-operative complication can be attributed to abnormal anatomy and use error. There was a "mark" on the artery where the blade had passed. The surgeon stated that there was no insufficient sealing of the vse, and the system log reviews did not show any related errors. Per the "vessel sealer extend instruments and accessories user manual addendum," the following precaution for intraoperative use is note: "warning: use caution during surgical procedures in which patients exhibit certain types of vascular pathology (atherosclerosis, aneurysmal vessels, etc.). Do not use this instrument on calcified vessels, as inadequate sealing may result." A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. The logs were reviewed by intuitive surgical, inc. (Isi) advanced failure analysis engineer (fae) and there were no errors seen that would suggest an instrument failure. This complaint is being reported to the following conclusion: during a da vinci-assisted pulmonary lobectomy procedure, bleeding was observed from the common carotid artery (cca) after the lymph nodes, which were in close proximity, were sealed and cut with the vse instrument. The procedure was converted to open, and the bleeding point was ligated by cardiothoracic surgeons. The patient was also transfused with blood. The surgeon attributed the cause of the injury to abnormal anatomy. There was no allegation of a malfunction of an intuitive product.

Event description:
It was reported that during the dissection of the upper longitudinal segment in a da vinci-assisted pulmonary lobectomy procedure, there was bleeding seen from the common carotid artery (cca). Although the direct cause of the bleeding is unknown, the doctor commented that it is possible that the cca was accidentally included and partially dissected by vessel sealer extend (vse) instrument. Intuitive surgical, inc. (Isi) followed up with the surgeon and obtained the following information: the issue occurred when the surgeon sealed the lymph nodes of the superior mediastinum, between the cca and brachiocephalic artery. The bleeding from the cca occurred a few seconds after sealing and cutting with the vse and releasing the vse from tissue. The procedure was converted to open and cardiovascular surgeons ligated the bleeding point to achieve hemostasis. Blood transfusion was administered, and it took about 90 minutes to stop the bleeding. The procedure was completed via the open method. The injury on the cca was seen as a ¿mark¿ on the artery where the blade had passed. There were lots of fatty tissue and the cca was tortuous due to atherosclerosis. As a result, the lymph nodes were closer to the cca than normal. Due to the large amount of fatty tissue, the surgical field was not well visualized as well. There was no allegation of an insufficient seal of the vse instrument or unexpected movement of an instrument causing the injury. The jaws of the instrument did not come into contact with any metal objects. The surgeon believes that the cause of the event was due to blood vessels that ran differently than usual. The patient is currently doing well. No demographic information or video of the procedure is available. The vse instrument will not be returned as the site does not believe there was a malfunction of the instrument.